Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spybite biopsy forceps was analyzed, and a visual evaluation noted that the jaws were not returned, it was cut from the jacket. Additionally, it was found that the jacket and pull wire were returned unraveled with evidence of a mechanical cut. No other issues were noted. The reported event was not confirmed. Based on all available information, it is most likely procedural factors as lesion characteristics, handling of the device, or the technique used by the physician could have caused the physician to cut the device during the procedure. Therefore, the most probable root cause is adverse event related to procedure. Furthermore, the exact cause of the jaws failing to close on the device is uncertain due to the lack of a proper evaluation as the jaws were not returned. The investigation did not provide a clear conclusion, so "cause not established" is chosen as the likely cause for the reported event of jaws failure to close. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used in the wirsung pancreas during an exploration with discover spyglass procedure performed on (B)(6) 2023. During the procedure, the forceps failed to close on the fourth sample attempt. The catheter was cut, and the forceps were removed from the working channel of the scope. The forceps did not collect a sufficient sample and there were no more biopsy forceps available; therefore, the procedure was aborted. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used in the wirsung pancreas during an exploration with discover spyglass procedure performed on (B)(6), 2023. During the procedure, the forceps failed to close on the fourth sample attempt. The catheter was cut, and the forceps were removed from the working channel of the scope. The forceps did not collect a sufficient sample and there were no more biopsy forceps available; therefore, the procedure was aborted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.